Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the universal cord and deformation of the venting connector of the light guide connector. Also, evaluation found the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the control unit was discolored, the video connector was cracked, the video connector case was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoeye flex 3d deflectable videoscope had air/water leakages. The procedure was completed with the scope and there was no delay. The scope was checked for leaks during the pre-cleaning inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive around the objective lens was peeled. The report is being submitted due to peeled adhesive found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.